Manufacturer narrative:
Concomitant medical products: dtma1qq bi-ventricular defibrillator was implanted on (B)(6) 2019, 6935m55 lead was implanted on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited atrial under sensing throughout current electrograms (egm) and atrial tach ycardia/atrial fibrillation episodes recorded. The ra lead remains in use. No patient complications have been reported as a result of this event.